Event description:
It was reported that during a laparoscopic tubal ligation, the inner seal fell out into the patient. The seal was retrieved through the trocar with no consequence to the patient. Unknown how case was completed.

Manufacturer narrative:
Date sent: 07/16/2008. Innfo anticipated, but unavailable at this time.